Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, lost image occurred and the image was black. The device was difficult to remove due to the tortuosity of the vessel. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, lost image occurred and the image was black. The device was difficult to remove due to the tortuosity of the vessel. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the device was removed from the patient as usual without any difficulty. No additional intervention or procedure was required to remove the device. The patients condition was reported as good.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record DHR review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to a decrease in image quality or a total loss of image. According to the IFU indications, the mdu shall remain off when inserting the device into the patient. It is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing device mobility.